Event description:
During routine testing of the device, the user reported that the display was out. Since the event occurred during routine testing, there was no patient involvement during this event.